Event description:
It was reported that during an oral surgical procedure the drill became hot and resulted in a "burn to the patient's cheek:. At this time, the severity of the burn and patient status is unknown.

Manufacturer narrative:
Investigation results: the drill was received and found to be inoperative therefore, the device could not be checked for overheating. Further investigation found motor failure. The facility will be contacted to determine if additional information/inservicing is needed regarding this product.